Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient alleged the meter is calculating incorrect bolus. Patient advised that sometimes his blood sugar is high, but the meter advises a bolus amount too small to bring his blood sugar down to target range. No adverse event reported. A request was made for the return of the device, replacement sent.